Manufacturer narrative:
Title: an unusual airway obstruction caused by partial detachment of inner layer of reinforced endotracheal tube source: pediatric anesthesia, volume 26, 2016 (942¿946). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to literature partial obstruction of the airway was suspected after they failed to pass a suction catheter through the endotracheal tube. The airway obstruction was relieved after re-intubation of a new endotracheal tube with gum-elastic catheter.